Event description:
It was reported the physician's tablet was unable to charge due to a failed power cable. A new power cable was requested and given to the physician. The complain power cord is expected to be returned for analysis but has not been received by the manufacturer to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported the physician's office no longer has the power cable; therefore, the power cable will not be returned to the manufacturer for analysis.